Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead 2003 (B)(6); 5076-52 implantable pacing lead 2002 (B)(6). (B)(4).

Event description:
It was reported that a spike in impedance level on the left ventricular (lv) pacing lead had triggered a lead alert. Stored device data revealed that the lv lead impedance had spiked high and out of range in one day but was currently reading in the normal range. The lead remains in use. No patient complications have been reported as a result of this event.